Event description:
Demand for jury trial received (B)(4) 2013 alleges that on (B)(6) 2012 the patient underwent a surgery to correct a left femoral shaft malunion. The surgeon performed an osteotomy/osteoplasty with takedown of malunion, derotation and implanted a dynamic compression plate narrow plate and screws. On (B)(6) 2012 the patient was diagnosed with a failed plate as seen on x-rays. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware and revision to another plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis part number 224.10 made on lot number 311330 had no ncrs. Material lot 8171 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.